Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the guide wire "peeled" and "kinked". The target lesion was in the common bile duct. A hydra-jag/.035/450cm/ss/str guide wire had been advanced to an unspecified location. During the procedure, it was noticed that the guide wire "peeled" and "kinked up on itself" in the middle of the wire. No portion of the wire detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "ok".